Manufacturer narrative:
The fungus driveline infection on (B)(6) 2016 and bacterial driveline infection on (B)(6) 2018 were reported under MFR report # 2916596-2016-02019 and 2916596-2018-04582, respectively. The explanted pump will be evaluated under MFR report #2916596-2018-04582. Approximate age of device - 1 year, 6 months. The patient remained ongoing on lvad support until transplanted on (B)(6) 2018. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that during an elective hospitalization for an unrelated procedure, the patient was started on clarithromycin (po) for the ongoing driveline infection. Upon discharge the patient was prescribed clarithromycin. Biaxin was started but needed to be discontinued due to dizziness. Antibiotics were subsequently stopped in (B)(6) 2016.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was returned and the evaluation results were reported under medwatch MFR report #2916596-2018-04582 and is provided below. A specific cause for the reported driveline infection and a correlation to the evaluation of the device could not be conclusively determined. The pump was returned with the driveline severed approximately 2¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned unattached from the pump outlet port. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.